Event description:
It was reported that a spectrum pump had a constant door alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door alarm. Eval experienced a "door not fully latched" alarm and identified multiple "door jammes" messages within the event history log. Eval determined that the reported symptom was causd by a loose upper link screw. The link screws were replaced to correct this condition.